Event description:
It was reported that the patient has expired after an implant duration of approximately 0.03 months. On (B) (6) 2010 (through follow-up with the health-care provider), a response was received. It was noted by the surgeon that the cause of death was "possible anaphylaxis from protamine." It was also noted that the "patient had a low rca origin which the valve cuff obstructed. This was recognized, and a rca bypass was done, but hemodynamic deterioration continued, pulmonary edema and vasodilation suggesting allergic reaction."

Event description:
Customer reported no reactivity with vra138 cell 5 and a patient with anti-c. Customer states the patient with a previous history of anti-d and anti-c, showed no reactivity with cell 5 (d-c+c+).

Manufacturer narrative:
Possible anaphylaxis from protamine. Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. The device history record (DHR) review was completed, and there was no nonconformance found related to this event.

Manufacturer narrative:
The device history record (DHR) review was completed, and there was no nonconformance found related to this event.